Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The device will not be returned to edwards for evaluation, the device was discarded at the hospital. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through medical records it was learned a patient initially implanted with a 27mm aortic valve for estimated 10 years underwent an explant procedure for unknown reasons. A non edwards replacement device was implanted in the patient. The patient was discharged post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.